Event description:
The customer states that a pt generated an initial aeroset glucose assay result of 204 mg/dl. The result was reported out of the lab. This result occurred after a previously run sample had generated a "short sample" error along with an obstruction error with the sample tube carier. The sample was later repeated and generated a result of 63 mg/dl. The customer would not provide any further pt info other than to say that no treatment or delay in treatment was caused due to the initially reported result. There is no impact to pt management reported.